Event description:
It was reported that during a right hemicolectomy procedure, the surgeon fired, but the stapes did not fully come out. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The hospital discarded the device. The device was not returned for analysis. However, there was a packaging lot number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.